Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and peripheral n europathy. The reason for call was patient reported they had not been able to turn their stimulator on for the first time. Patient said they saw a message that displayed eos, but did not recall seeing any other error messages or the eri message. Patient stated yesterday they still could turn stimulation off before bed, but now they cannot turn it back on. Agent reviewed meaning of eos. The patient was redirected to their healthcare provider to further address the issue. Patient stated they were never told their battery had a 9 year cut off, and stated they are desperate to turn stimulation back on. Patient stated they wish someone in person would have told them they had a month left before the eos message occurred.

Manufacturer narrative:
Correction: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.